Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the customer was able to push air through the tubing. The customer reconnected the tubing back to the cartridge, ran the fill tubing process, and was able to see insulin drops being formed at the end of the tubing. The customer's blood glucose was 300 mg/dl. The customer delivered a correction bolus to address blood glucose level.